Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a preface® guiding sheath with multipurpose curve where hemostatic valve break occurred. It was reported that the preface® guiding sheath hemostatic valve pop out of the sheath. The sheath was replaced and the issue resolved. The case continued. The hemostatic valve popped off or became separated from the rest of the sheath. The device was being used on a patient. Air did not enter the body, but the patient did have blood come back out the sheath that was in the body. The sheath had to be pulled out over the long wire so that they could insert a properly functioning sheath. Hemodynamics was not compromised due to bleeding. The blood loss was minimal, and the physician clamped off the end of the sheath with his finger to prevent further bleeding. No intervention was required. Device evaluation details: a non-sterile pref. Guiding sheath w/mult.crv cannula was received for analysis inside a plastic bag. Per visual analysis, the brim cap was observed detached from the hub of the unit. No anomalies or damages were observed on the internal components of the brim cap and hub. Brim cap was re-attached to the hub of the unit and didn¿t come off after that. No other anomalies were observed. A review of the manufacturing documentation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a preface® guiding sheath with multipurpose curve where hemostatic valve break occurred. It was reported that the preface® guiding sheath hemostatic valve pop out of the sheath. The sheath was replaced and the issue resolved. The case continued. The hemostatic valve popped off or became separated from the rest of the sheath. The device was being used on a patient. Air did not enter the body, but the patient did have blood come back out the sheath that was in the body. The sheath had to be pulled out over the long wire so that they could insert a properly functioning sheath. Hemodynamics was not compromised due to bleeding. The blood loss was minimal, and the physician clamped off the end of the sheath with his finger to prevent further bleeding. No intervention was required. The hemostatic valve break is an MDR-reportable issue.